Manufacturer narrative:
Baxter has requested on an on-site evaluation of the pump. The pump serial number has not yet been identified by the facility. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
In 2007, a baxter sales representative initially reported a customer complaint that set tubing appeared to be "collapsing" after an unspecified usage time during use with colleague pumps (pump serial numbers are not available). Set "collapse" may have set off pump occlusion alarms. Contact was established with the customer. Customer directed baxter to a second customer at the facility who reported that set tubing appears "soft" and has a "chewed up" appearance after unspecified usage time. Customer reports this event, in which the infant patient suffered from severe infection, resulted in death. Reportedly, infant patients are mostly premature and are prone to infection; so pinpointing the cause is difficult. Baxter requested additional information regarding the patient's condition prior to the event, time line of events and pump information. The customer stated the infant patient required respiratory support. Patient expired 4 days later of septic shock and respiratory failure. Additional information is pending. This complaint is one of three events at this facility.